Event description:
It was reported prior to use of bd vacutainer® sst¿ blood collection tubes, 13 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: e1: initial reporter e-mail: (B)(6). Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, 100 retention samples from bd inventory were visually inspected and no gel air bubbles were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sst¿ blood collection tubes, 13 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.